Event description:
It was reported that, the patient with this right atrial (ra) lead exhibited a perforation in the atrium and a pericardial effusion. The patient was hospitalized, and the ra lead was repositioned. This ra lead remains in service. No additional adverse patient effects were reported.